Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that they had been trying to call healthcare provider (hcp)  for about 3 weeks now to coordinate a meeting with a manufacturer representative (rep). Pt said that they also tried speaking with hcp while in hcp's office twice as well, however hcp kept sending them around in circles and transferring them elsewhere. Pt said that they were in pain and that they didn't know what was causing it. Pt said that they had been trying to get in contact with rep, however they had been unsuccessful. Pt said that they were waiting for a nurse to call them back the other day and they were transferred to someone else in the office and they were told that things would be taken care of, but they still hadn't heard anything. Pt said that they had ablation surgery and that ever since, they hadn't been able to get the therapy right. Pt said that the ablation was about 3 weeks ago around the middle of january. Pt said that the ablation was in their left side and 3 joints were done. Pt said that the pt started after that on their other side. Agent reviewed ps/rep/hcp roles with the pt and redirected pt to hcp. Agent also advised the pt that a message would be sent out to the local reps requesting contact on their behalf, however agent did not promise a time-frame on a response.

Event description:
Additional information was received from the manufacturer representative (rep) stating there was no device issue. Patient states they had ablation sometime in january. Patient states now noticing pain on the opposite side from ablation. Pt states she is using her scs. Patient directed to try program c. This issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.